Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) customer reported "alert probable maintenance" there was no patient harm reported.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) customer reported "alert probable maintenance" there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information - e1(event site postal code - 50012). A getinge field service engineer evaluated the unit and confirmed via device logs directly on site. Detected in the error code of the event log the alarm code 58 "a general failure in the pneumatics". Error 58 was caused by a large change in atmospheric pressure. Atmospheric pressure changed over 30 mmhg between 10 second samples during pumping. Re calibrated the pressure transducers with a suitable pressure gauge. Repair completed. The device has passed all performance and safety tests according to the specifications of the parent company. The device has been returned to the customer and cleared for clinical use.